Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector pins were bent and the electrode belt was unable to securely connect to a monitor. The root cause for the bent connector pins was excessive force. No adverse event resulted from the damaged monitor and electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).